Event description:
Implant placed 1/2/1998. Implant removed due to acute pain and rapid radiographic change. A skin allergy test was performed with a piece of the implant, with negative results. One person affected.